Manufacturer narrative:
The proximal segment of the lead was returned, severed 152 millimeters (mm) from the terminal pin. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. An invasive procedure was performed. The device was explanted and the lead was surgically abandoned. A new system was successfully implanted. No additional adverse patient effects were reported.